Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that they still had the 97702 and the one before was removed in 2017. Patient stated the hcp wants to remove current ins; however, they were not up for another surgery.

Manufacturer narrative:
A correction was made to the aware date to reflect the most accurate information in regulatory report #(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-33, lot# va16ddn, implanted: (B)(6) 2016, product type: lead. Product ID: 3889-33, lot# va1683b, implanted: (B)(6) 2016, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had experienced a shocking sensation. The patient turned her implantable neurostimulator (ins) off and continued to get shocked. The factors that might have led to or contributed to the shocking were unknown. The issue was not resolved at the time of the report and it was unknown if surgical intervention was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. To resolve the shocking, they saw their urologist. They did not test the implant but said to take it out. The patient thinks it should have been tested. The shocking was not resolved. The battery pack gets hot. They do not want it out/it was removed. They had put on weight and the doctor thought that could be the problem. If they bend over too long, later in the day their box feels like million of bee stings. No further complications were reported/are anticipated.